Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced "twitching" symptoms. An x-ray revealed that the right ventricular (rv) lead had perforated the ventricle and the physician suspected that the rv lead stimulated the phrenic nerve. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the surgeon did not suspect a lead issue.